Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient experienced syncope; the patient fell hurting his back. The device reached eri. There were no records of recorded noise nor could the nurse create more visible noise. Patient was symptomatic to either the rate response turning off or the inhibition due to noise. Rv sensitivity was changed from 2 mv to 5mv to hopefully reduce oversensing. An rv lead revision will be scheduled for the future.